Manufacturer narrative:
No further information is available. The manufacturer has closed the file on this event.

Manufacturer narrative:
The referenced infection was reported under medwatch MFR report# 2916596-2017-01772. The referenced stroke was reported under medwatch MFR report# 2916596-2017-02120. Approximate age of device - 2 years, and 18 days. Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use list infection and stroke as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was expired after placed on hospice due to infection and stroke. The device will not be returned for evaluation. No additional information was provided.